Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2; related manufacturer reference number: 1627487-2020-23867. It was reported the patient underwent a permanent system implant on (B)(6) 2015. On (B)(6) 2020, it was discovered the patient experienced what was described as ¿permanent side effects¿ that began right after the procedure. The patient never contacted the manufacturer team for any programming session post implant. No further information has been able to be obtained.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.